Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A ship history was performed. There were no lot numbers shipped to the account in the span of a year prior to the event date. The lot number was not reported and the specific product lot cannot be identified from the ship history. A ship history was performed. There were no lot numbers shipped to the account in the span of a year prior to the event date. The lot number was not reported and the specific product lot cannot be identified from the ship history. (B)(4). Received response from cssurgery, there was only one lot number, 25068871, shipped to the account. There was no nonconformace recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.